Event description:
It is reported that the pt experienced pain.

Manufacturer narrative:
Evaluation summary: review of surgical reports provided indicates surgical technique was followed.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is now known that the patient underwent knee arthroplasty revision due to loosening of femoral component.

Manufacturer narrative:
This report is being amended to reflect changes. A review of the revision operative notes indicates aseptic loosening of the tibial component. The tibial component was noted to have subsided medially. The metal part of the construct was not able to be visualized. The articular surface component was noted to be below the level of some of the bone. Using a small curved osteotome, the tibial component, which was noted to be loose was elevated and removed from the joint. It was noted that the cortex was noted to be deficient medially as well as posterolaterally. After the revision components were implanted the surgeon noted excellent fit with good stability. These devices are used for the treatment of a patient. The device history records all components were reviewed for deviations and/ or anomalies with no deviations/ anomalies identified.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is now known that the patient underwent knee arthroplasty revision due to loosening of the tibial component. The patient presented with foreign material and synovitis.

Manufacturer narrative:
Eval summary: neither surgical notes nor x-rays were provided, therefore fit and orientation could not be evaluated. Pt factors that may affect the performance of the components such as bone quality, activity level or type of activity (low impact vs. High impact) are unk. A definitive root cause cannot be determined with the info provided. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.